Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0 x 150 mm 200cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 5 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.